Manufacturer narrative:
The returned breast pump was tested per ameda engineering protocol. No batteries were returned with the breast pump. The returned breast pump would not power on when used with ac adapter. Grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Further investigation is underway.

Event description:
The customer phoned ameda on (B)(6) 2014 to report her purely yours breast pump would not power on with the ac adapter in multiple outlets. Pump did not power on with 6 aa batteries (ac adapter detached) placed in battery compartment. Customer reports no fluid leakage from the battery compartment during pump use.